Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient's garment was digging into her skin, causing a cut under her arm . The patient's physician recommended the use of an over the counter cream and gauze for the irritation. Follow-up indicated that the irritation was starting to improve.